Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 199 and 144 mg/dl. Tests were done within 10 minutes. No further information has been reported.